Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
During a proximal lower leg fracture operation, the surgeon used a screw driver shaft 3.5 hex hold in order to remove the locking screw. The tip of the driver was broken and left in the screw head. The surgeon used carbide drills and the screwhead broke. The operation was finalized the operation, although it took a fair amount of time. This is 1 of 2 reports for complaint (B)(4). This complaint is for an unknown screw.